Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth post-operative day, following a rectum resection, after they had built an anastomose, an insufficiency occurred and two staples did not properly take shape. It was found in a subsequent endoscopic examination. At 6 o'clock a small hole of less than a four millimeter was found.

Manufacturer narrative:
Based on the additional information received ,this event is updated from a serious injury to death. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred four days after rectum resection. 2 staples that did not properly form were found in subsequent endoscopic examination. A hole of less than 4 millimeter was also found. The hole was closed by a clip. The patient died in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth post-operative day, following a rectum resection, after they had built an anastomose, an insufficiency occurred and two staples did not properly take shape. It was found in a subsequent endoscopic examination. At 6 o'clock a small hole of less than four millimeter was found. The hole was closed by a clip. The patient died in progress.